Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and excessive activity.¿

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to a loose acetabular shell and possible pelvic discontinuity. The acetabular shell, liner, taper and ceramic head were removed and replaced and patient was treated with a biomet custom made tri-flange acetabular component.